Event description:
We received a physician report of an incident through the medwatch program. The physician reported that a patient experienced a nerve injury during a cubital tunnel release procedure with a seg-way instrument set. It was reported that the injury was caused by "traction by the device" during use and resulted in some sensory loss and ulnar intrinsic atrophy.

Manufacturer narrative:
This report is based on a medwatch incident report forwarded to us from the FDA. The initial reporter to the FDA was a physician / surgeon but did not provide their name in the report. We were not able to contact them for possible additional information. The physician did report that it was an adverse event without an identified device or use problem. Trice medical, inc. Acquired segway orthopaedics in february 2019. The reported incident occurred (B)(6) 2017, prior to the acquisition. We were not able to identify the complaint or investigation record from segway for this incident. We were also not able to locate the device that was reported to be returned to segway. The complete device part number was not reported. The reported part number identified the general model of the instrument set, but not the specific instrument set configuration. A part number for a specific instrument set was entered as 200-5560-ucu on this form 3500a based on the procedure reported (cubital tunnel release). It is possible that a different instrument set configuration was used.